Event description:
It was reported that this device had a battery depletion error. The alert came via the latitude system. The pulse generator has been implanted greater than six years. The battery remaining was at 23% in april, 13% in july, and now there is a bd error. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a battery depletion error. The alert came via the latitude system. The pulse generator has been implanted greater than six years. The battery remaining was at 23% in april, 13% in july, and now there is a bd error. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.